Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). During the procedure, the valve was unable to achieve an optimal positioning, and it was also observed that it could not be completely recaptured. Additionally, micro adjustment wheel was used to close the gap. The patient was in a stable condition.